Manufacturer narrative:
The samples are expected to be returned for evaluation, however have not been received to date. A review of the manufacturing records was performed and found that the lot (269 units) was manufactured to specification, with no anomalies noted. No other complaints have been reported to date for this lot. When the samples are returned a supplemental MDR will be sent to document our findings.

Event description:
It was reported to bard/davol by our (B)(6) affiliate that during their incoming inspection two perfix light plugs were identified as having a possible insufficient seal. The units are being returned for evaluation. As a possible breach of sterile barrier condition was alleged to be present an MDR is being filed to document the condition reported.